Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction of one control with anti-b on erytype s abo confirm when used on tango infinity. The customer used the control reagents (control 1, 2 and 3) of hemobioscience. Control 2 is supposed to be bloodgroup o rh(d) pos, but it yielded the result bloodgroup b rh(d) pos on erytype s abo confirm on tango infinity. After cleaning and rinsing the instrument customer repeated the testing with the same reagents and yielded correct results. The customer did not return the supposedly defective product, but the control that had caused a false positive test result: control 1, 2 and 3. Therefore our quality control laboratory tested their retained sample of erytype s abo confirm with the controls on tango infinity. The controls reacted as expected. Additionally the retention sample was tested with different positive and negative red blood cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abo confirm functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.